Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the implanter felt resistance when coming through the sheath. Post deployment, the esheath+ was removed and a portion of the tip had torn off the sheath. The deployment was 98/2 (which was intentional). Hyperdynamic ventricle post gradients measured both by echo and catheter. There was no harm to the patient and no vascular complications. Additional information notes that the expander tool was used. The implanter felt no resistance when inserting the sheath (iliac calcium was present in the patient). The sheath was not torqued, and the loader was fully inserted into the sheath. Right side access and was predilated with a 10fr sheath. Insertion was not an extreme angle. The sheath was removed with the dilator otw. Patient was stable and went to recover on the floor.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Device imagery was provided by the site and revealed the following: sheath distal tip torn radially and axially. 3mensio imagery was provided by the site and revealed the following: patient's right access had presence of calcification including within femoral bifurcation region. Tortuosity present and enhanced by vessel narrowing within an angled pathway near bifurcation (at the iliac-aortic junction). As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander system IFU's were reviewed. Warnings listed in the esheath+ IFU include 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. Precautions in the esheath+ IFU note, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively'. Precautions noted in the commander system IFU include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for difficulty advancing through sheath was unable to be confirmed as no device/relevant imagery was provided. The complaint for sheath distal tip torn was confirmed based on the provided imagery. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. A review of IFU/training materials revealed no deficiencies. As reported, 'the implanter felt resistance when coming through the sheath. Post deployment, the esheath+ was removed and a portion of the tip had torn off the sheath.' It was observed via 3mensio that there was calcification and tortuosity present in the patient's right access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification and tortuosity can result in the creation of sub-optimal angles during delivery system insertion that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen leading to the reported resistance. Since the exact location of experienced resistance was not specified, the possibility of uneven tip expansion potentially contributing to the advancement difficulty at distal end cannot be ruled out at this time. As such, available information suggests patient factors (tortuosity, calcification) may have contributed to the event. However, a definitive root cause was unable to be determined at this time. The failure mode is characteristic of sheath tip tear events as described in a previously opened product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In addition, it was observed via 3mensio that there was calcification and tortuosity present in the patient's right access vessel including within femoral bifurcation. Tortuosity and calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Calcification could also damage the exposed portion of the sheath distal via direct interactions with sharp calcium nodules, leading to distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the distal tip tear was observed after removal from the patient. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A corrective and preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. The corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.